Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach in a patient with very calcified iliac arteries, the commander delivery system with crimped valve got stuck at the iliac level. When pushing on the commander delivery system, the valve had a mesh that twisted, and it came out of the esheath liner puncture. The entire system was removed, and a non-edwards valve was implanted. The patient was stable post procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A final MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was provided evaluated and the following was observed: esheath liner punctured and valve exposed through liner. Esheath liner strand. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. While the IFU/training manuals specific to this complaint event are not listed in the technical summary written by edwards lifesciences, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as reported information indicated that the iliac arteries were very calcified. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may led to resistance. The complaints for liner punctured and sheath liner strand were confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (excessive device manipulation) and/or patient factors (calcification) likely contributed to the event as physicians reported that the frame was bent while pushing the commander delivery system through the esheath and the iliac vessels were calcified. It is likely that additional device manipulation to overcome the resistance was applied during the procedure, resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can led to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. A product risk assessment is captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in procedural delay, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, and no pra update is required, no further action is required. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Prior corrective action, detailed in the technical summary, captures prior high push force investigation and corrective/preventative action. Trending analysis indicates complaint rates are within the control limit. No further escalation is needed at this time.

Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach in a patient with very calcified iliac arteries, the commander delivery system with crimped valve got stuck at the iliac level. When pushing on the commander delivery system, the valve had a mesh that twisted, and it came out of the esheath liner puncture. The entire system was removed, and a non-edwards valve was implanted. The patient was stable post procedure. As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach in a patient with very calcified iliac arteries, the commander delivery system with crimped valve got stuck at the iliac level. When pushing on the commander delivery system, the valve had a mesh that twisted, and it came out of the esheath liner puncture. The entire system was removed and a non-edwards valve was implanted using the other side of the femoral artery. The patient was stable post procedure. As per pictures provided, an esheath liner strand and the delivery system perforating through the esheath liner could be observed.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a follow up that was received. The following sections of this report has been updated: update to b4, b5, g3, g6, h2, h6, h11. The investigation is ongoing.